Event description:
Tip of laser fiber broke off during ureteroscopy for laser lithotripsy of a kidney stone. There was enough tip left to continue the case. The ureter was flushed copiously. Fluoroscopy used throughout the entire case did not show the broken off tip. Ums rep operated laser.